Manufacturer narrative:
This follow up to specify that the subject pacemaker has been replaced on (B)(6) 2023.

Event description:
Risk of abnormally short life of a limited subset of pacemakers.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Risk of abnormally short life of a limited subset of pacemakers.